Event description:
Patient reported having "nipple discharge (fluid)." Health professional reported left side concern for product and rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nipple discharge and rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold, observed 40 mm dark patch edge material inside gel device and white particles in the shell. Air voids and cloudy in the gel observed after autoclave cycle. Device is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported having "nipple discharge (fluid)." Health professional reported left side concern for product and rupture. The device has been explanted.